Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving baclofen [500 mcg /ml] at an unknown dose via an implantable pump for intractable spasticity. It was reported on 2017-jan-23 that the patient was experiencing feeling overdosed at times while at other times feeling underdosed. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the catheter aspirated cerebrospinal fluid (csf), which was done as diagnostics/troubleshooting performed. It was reported as interventions/actions taken to resolve the issue that the patient¿s managing healthcare professional (hcp) was aware of the issue. Surgical intervention did not occur and was not planned. At the time of the report that patient status was ¿alive ¿ no injury¿ and the issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-22. The patient did not give an exact date of when they first started experiencing the issue of feeling overdosed and at other times feeling under-dosed. The patient had told the representative that it had been going on for a long time. The patient had baclofen in the pump. The healthcare provider (hcp) gave the patient a personal therapy manager (ptm) as an intervention. The patient was able to give themselves boluses as needed. It was stated that this had helped the patient¿s symptoms of sometimes feeling overdosed and sometimes feeling under-dosed. The representative had no further information.